Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow up the right atrial lead exhibited noise resulting in mode switches. Noise was reproducible with arm movements. No intervention was performed due to the patient being asymptomatic.